Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the mfg process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
It was reported by a health care professional that a pt had a corneal abscess under her left eye after wearing contact lenses at night. Swabs from the cornea revealed a sterile bacteriologic examination after two days. A mycology examination revealed negative cultures after seven days. The event has not yet resolved. Follow-up is ongoing. Add'l info has been requested but not yet rec'd.